Manufacturer narrative:
(B)(4). The product analysis laboratory (pal) evaluated the device. The device failed the homechoice returned instrument test evaluation (rite) electrical test due to ground bond failed performance specification. No problems were found with the main input fuses. There were no problems found during an internal inspection of the device. The ground bus resistance was measured and found to be within specification. The device was power cycled several times but did not power up consistently each time. Further testing revealed an intermittent connection within the power switch. The power switch was replaced with the test article. The device was power cycled several times with no issues. A short simulated therapy was performed and completed successfully. Based on baxter's investigation, the root cause of the ground bond failed performance specification was not determined. The device's service history record was reviewed and no issues were identified that may have contributed to the rite failure. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The device has been received by baxter; however, the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.

Event description:
The customer discontinued use of the homechoice (hc) machine and returned it to baxter (B)(4). During evaluation of the homechoice (hc) device, the product analysis laboratory determined the hc machine system failed returned instrument test/evaluation testing due to a failure of the ground bond performance specification.